Event description:
End user states that chair is cycling through drive cycles on its own on an m510cg power chair, and something feels hot under the seat and she smells something burning. Reported on due to key word.